Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times. The last repair was (B)(6) 2016 where it was reported that the bottom screen needs repair or replaced and the roller, worn bushings, worn side plates, damaged comb, and gear were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2018 revealed that the calibration and test mesh could not be taken due to the bent comb. The roller, side plates, and gear had visual damage. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the device comb bent and had visual damage to roller, side plates and gear. The root cause of the reported event cannot be specifically determined with the information provided. The issue was resolved with the replacement of the roller, worn bushings, worn side plates, damaged comb, and gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mesher plate was bent. There was a damage in sterile processing. There was no harm reported. No adverse events have been reported as a result of this malfunction.